Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted due to ongoing patient complaints of pocket stimulation, which could only be resolved by turning off the lead. Impedances were out of range and insulation damage is suspected. Lead was replaced with an sjm product. Should additional information become available, this file will be updated.